Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Interior pan damaged from rasps rubbing inside tray which caused metal flaking and coating peeling.

Manufacturer narrative:
Additional narrative: examination of returned device confirms the complaint. Examination of the case assembly found the inner tray insert brackets delaminating, scratched heavily to expose metal flaking and bent. The base component did not exhibit any breakage or damage. The overall condition of the case assembly suggests heavy usage over time. A two-year search of the complaint database found a too harsh of a cleaning detergent may be a contributing factor. IFU-0902-00-721 states to use a neutral ph detergent, prepared in accordance with the manufacturer's instructions. The root cause appears to be a combination of misuse and heavy usage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.